Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the bag broke. The case was not extended by more than 30 minutes. No incision more than an inch was made. No part of the bag broke off into the patient.

Manufacturer narrative:
(B)(4).